Event description:
As reported by a field clinical specialist (fcs), approximately 9 years post tavr a patient received a 26 mm sapien ultra resilia valve implanted into an existing 29 sapien xt with 3 extra ccs added using 38 atrion for implantation. The failure mode reported was paravalvular leak (pvl). They post dilated with 4 cc total to commander balloon. The transesophageal echocardiogram (tee) still showed moderate leak, so the decision was made to put in a plug. Upon follow up, the fcs advised that no ew devices were deficient in some way. The patient presented with shortness of breath (sob). The patient was in stable condition.

Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. With the limited information provided, the cause of the pvl is unknown but may be related to the mechanisms described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.